Manufacturer narrative:
The device has not been returned to the manufacturer and we're unable to complete an evaluation on the affected product. When it¿s provided we will send a supplemental report with additional findings. We continue in our efforts to follow up with the customer for its return. (B)(4).

Event description:
Upon opening the tubing kit, it was noticed that the green line attached to the gas inlet was severely kinked. The tubing was removed and replaced by the clinical staff. This occurred prior to use. There was no reported patient involvement.